Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was received for analysis. No issues were noted with the balloon and tip section of the device. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found that the stent was damaged at the proximal end where the struts were raised and misaligned. This type of damage is consistent with the stent meeting a resistance or an obstruction during the withdrawal of the device. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with the application of excessive force to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The de novo target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). The physician engaged the lesion with a jr - 6fr guide catheter and did check shoot which revealed the proximal rca had >90% long segment lesion followed by 100% occlusion. A non-bsc guide wire was advanced to cross the lesion and several pre-dilations were performed with a 2.5x15 and a 3x12mm balloon catheters. Subsequently, a 3.00x38mm promus element long drug eluting stent was advanced to treat the lesion. However, the stent failed to cross the lesion and the stent struts flared up during manipulation. Hence, the stent was removed and repeated predilations were performed to the lesion. The procedure was then completed with a 2.75x38mm promus element stent. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The de novo target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). The physician engaged the lesion with a jr - 6fr guide catheter and did check shoot which revealed the proximal rca had >90% long segment lesion followed by 100% occlusion. A non-bsc guide wire was advanced to cross the lesion and several pre-dilations were performed with a 2.5x15 and a 3x12mm balloon catheters. Subsequently, a 3.00x38mm promus element long drug eluting stent was advanced to treat the lesion. However, the stent failed to cross the lesion and the stent struts flared up during manipulation. Hence, the stent was removed and repeated predilations were performed to the lesion. The procedure was then completed with a 2.75x38mm promus element stent. No patient complications were reported and patient's status was stable.